Manufacturer narrative:
Fiber analysis: the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture rotated independently of metal cap. The glass cap exhibited moderate devitrification at the output window. The metal cap exhibited moderate burn on detritus. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. Based on the analysis above, the potential for forward firing may exist. The probably root cause: localized heat accumulation due to user handling and or anatomical/procedural factors encountered during the procedure, resulting in accelerated cap wear, limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 9 minutes, 29 seconds and at 25 minutes, 58 seconds and 180,934 joules of use, there was loss of aiming beam. The procedure was completed using a second fiber. Pt outcome: "no injury to the pt".